Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additional information added to field h6, h3, h4, d8, d9. The device was returned to olympus for evaluation and the customer's reported issue was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the event was caused by physical stress applied to the biopsy channel port. However, we could not specify root cause of the event. The following is included in the instructions for use (IFU): IFU: bronchofiberscope bf-e2 series operation manual chapter 3 preparation and inspection states detection methods. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported to olympus the bronchofiberscope had a loose biopsy channel inlet. There was no patient/user harm or injury reported due to the event.